Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had an unexpected restart alarm and a cold reset was performed along with keypad anomaly. Customer advised the buttons would stick as well when pressed. Troubleshooting was not performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with minor scratches on lcd display window noted. The test reservoir p-cap was able to lock in place. Device received with no button response on esc and act button due to flattened dome switch. Connector was inspected and locked on lcd board noted. Unable to confirm a121 error or time or date anomaly due to keypads not responsive. (B)(4).